Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 2993 labeled na. Internal file number - (B)(4). Subsequent to the initial medwatch submitted, it was determined this incident is a duplicate of that submitted under MFR (B)(4). Device investigation, UDI and all information will be conserved in MFR (B)(4). Corrections: the device return in this event has been updated to not returning, as this is a duplicate incident of MFR (B)(4). Returned device analysis and investigation will be captured in manufacturer report number (MFR) (B)(4). Reported device codes 2889, 2921, 1069 removed as this event is captured in MFR (B)(4).

Event description:
Subsequent to the previous medwatch report, additional information was obtained that this was a duplicate of manufacturer report number (B)(4). All information will be conserved in manufacturer report number (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the gripper line possibly tore and gripper actuation issues were noted. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. The patient presented with a bi-leaflet prolapse (p2, p3), anterior leaflet flail (a2, a3), significant cleft/scallop, and anterior ruptured chordae. Mitraclip delivery system (cds0601-xtr, 80816u157) advanced to the mitral valve and grasped the leaflets. When lowering the gripper arm, two lines of gripper line were observed as a loop or rupture. The loop or rupture were unable to be confirmed. Following, the grippers were unable to raise up as expected. In addition, it was difficult to close the clip arms. Reportedly, there was a lot of tension and the clip remained very curved. The clip was not deployed and another mitraclip was used in replacement. The replacement mitraclip was implanted without a device issue, reducing the mr to grade 1+. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.